Event description:
A blood glucose test was performed on a patient and the result was 377mg/dl. A lab was done and the result was 267mg/dl. No treatment was given based on the device result. Controls were stated to be in range. A request was made for the return of the suspect device and replacement was declined by the customer.